Event description:
It was reported that the body temperature of the patient was not displayed correctly on the monitor. Four cables were recovered together. All four cables was delivered in last year of december. The temperature display rapidly dropped, raised, or no display. Reportedly, there would be no problem with the monitor as it had just been replaced and the connection to the other probes would be fine.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the reported event was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the body temperature of the patient was not displayed correctly on the monitor. Four cables were recovered together. All four cables was delivered in last year of december. The temperature display rapidly dropped, raised, or no display. Reportedly, there would be no problem with the monitor as it had just been replaced and the connection to the other probes would be fine.